Event description:
PICC line broke while attempting to remove it. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #reug0685 showed no other similar product complaint(s) from this lot number.